Event description:
Pt suffers from severe cirrhosis of the liver, the cold agglutinin test was negative. The first unit was already exchanged at beginning of procedure as the membrane pressure could not be determined, >500 mmhg, act>700sec.) Same event occurred with 2nd unit. Suceeded without help. Pt reported to be fine.